Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The computer and ssd were replaced. The issue resolved after part replacement. Applicable codes for this analysis: fdm: 10; fdr: 114; fdc: 4307 h2) additional information: the ssd and computer have been returned (d10) and analysis is in progress. Applicable codes: fdr: 3233; fdc: 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d11 updated. H3) analysis on the returned computer has a corrupt os. Analysis on the returned copmuter with the hhd had no failure found. Continuation of d11) product ID: 9735999r , lot #: s3z6nbrk604331v product ID: 9735786 , lot #: 2006d00787. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the manufacturing representative was receiving mounting errors with the usb drives when trying to pull logs from a different case. He was able to mount one, but archiving the logs gave him an error code 30 stating the archive had not been saved. He tried to archive to the desktop and received another error stating "failed to run python". The system was rebooted and then when it came up again, it had more error messages across the screen (unknown exact error). Then went into no input. Attempting to boot again went to just a blinking cursor that did not progress past that even after waiting a few minutes. There was no patient present when this issue was identified.